Event description:
It was reported that the patient with this pacemaker was admitted to the intensive care unit (ICU) within the hospital as they had a motorcycle accident. The patient underwent magnetic resonance imaging (MRI) with pre and post follow ups, and all measurements were found to be within normal limits with the exception of the ventricular threshold, which was slightly high but with no change after the MRI. Additionally, it was reported that the system exhibited right ventricular (rv) loss of capture (loc), which led to cardiac arrest for which resuscitation efforts had to be performed. The right ventricular autothreshold (rvat) was found to be in suspension due to low evoked response (ER). Later, boston scientific technical services (ts) reviewed data from the device and did not find any evidence of lead impairment or system integrity concerns. It was discussed that the threshold can be impacted by the lead-tissue interface. X-ray imaging was performed and was reported as normal. The ra and rv pacing impedance decreased but remain within normal limits, and noise was observed on the ra channel. At this time, no further information is available. The device remains in service and no additional adverse patient effects were reported. Additional information was received. The patient was transferred to another hospital and had a device follow-up scheduled to a third hospital. Evidence suggests that at this time, the device remains in service. Additional information was received indicating that the patient underwent a new MRI, and during the test, they reported a skin burning sensation near the implantable device, so the MRI was stopped immediately. The device was appropriately programmed to MRI mode prior the test. Ts asked the representative involved if maybe the patient has an abandoned lead that is not MRI-compatible and explained that the proximal part of the lead in the pocket could produce localized heating in an MRI environment. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient with this pacemaker was admitted to the intensive care unit (ICU) within the hospital as they had a motorcycle accident. The patient underwent magnetic resonance imaging (MRI) with pre and post follow ups, and all measurements were found to be within normal limits with the exception of the ventricular threshold, which was slightly high but with no change after the MRI. Additionally, it was reported that the system exhibited right ventricular (rv) loss of capture (loc), which led to cardiac arrest for which resuscitation efforts had to be performed. The right ventricular autothreshold (rvat) was found to be in suspension due to low evoked response (ER). Later, boston scientific technical services (ts) reviewed data from the device and did not find any evidence of lead impairment or system integrity concerns. It was discussed that the threshold can be impacted by the lead-tissue interface. X-ray imaging was performed, as was reported as normal. The ra and rv pacing impedance decreased but remain within normal limits, and noise was observed on the ra channel. At this time, no further information is available. The device remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was admitted to the intensive care unit (ICU) within the hospital as they had a motorcycle accident. The patient underwent magnetic resonance imaging (MRI) with pre and post follow ups, and all measurements were found to be within normal limits with the exception of the ventricular threshold, which was slightly high but with no change after the MRI. Additionally, it was reported that the system exhibited right ventricular (rv) loss of capture (loc), which led to cardiac arrest for which resuscitation efforts had to be performed. The right ventricular autothreshold (rvat) was found to be in suspension due to low evoked response (ER). Later, boston scientific technical services (ts) reviewed data from the device and did not find any evidence of lead impairment or system integrity concerns. It was discussed that the threshold can be impacted by the lead-tissue interface. X-ray imaging was performed, as was reported as normal. The ra and rv pacing impedance decreased but remain within normal limits, and noise was observed on the ra channel. At this time, no further information is available. The device remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was admitted to the intensive care unit (ICU) within the hospital as they had a motorcycle accident. The patient underwent magnetic resonance imaging (MRI) with pre and post follow ups, and all measurements were found to be within normal limits with the exception of the ventricular threshold, which was slightly high but with no change after the MRI. Additionally, it was reported that the system exhibited right ventricular (rv) loss of capture (loc), which led to cardiac arrest for which resuscitation efforts had to be performed. The right ventricular autothreshold (rvat) was found to be in suspension due to low evoked response (ER). Later, boston scientific technical services (ts) reviewed data from the device and did not find any evidence of lead impairment or system integrity concerns. It was discussed that the threshold can be impacted by the lead-tissue interface. X-ray imaging was performed, as was reported as normal. The ra and rv pacing impedance decreased but remain within normal limits, and noise was observed on the ra channel. At this time, no further information is available. The device remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was admitted to the intensive care unit (ICU) within the hospital as they had a motorcycle accident. The patient underwent magnetic resonance imaging (MRI) with pre and post follow ups, and all measurements were found to be within normal limits with the exception of the ventricular threshold, which was slightly high but with no change after the MRI. Additionally, it was reported that the system exhibited right ventricular (rv) loss of capture (loc), which led to cardiac arrest for which resuscitation efforts had to be performed. The right ventricular autothreshold (rvat) was found to be in suspension due to low evoked response (ER). Later, boston scientific technical services (ts) reviewed data from the device and did not find any evidence of lead impairment or system integrity concerns. It was discussed that the threshold can be impacted by the lead-tissue interface. X-ray imaging was performed and was reported as normal. The ra and rv pacing impedance decreased but remain within normal limits, and noise was observed on the ra channel. At this time, no further information is available. The device remains in service and no additional adverse patient effects were reported. Additional information was received. The patient was transferred to another hospital and had a device follow-up scheduled to a third hospital. Evidence suggests that at this time, the device remains in service. Additional information was received indicating that the patient underwent a new MRI, and during the test, they reported a skin burning sensation near the implantable device, so the MRI was stopped immediately. The device was appropriately programmed to MRI mode prior the test. Ts asked the representative involved if maybe the patient has an abandoned lead that is not MRI-compatible and explained that the proximal part of the lead in the pocket could produce localized heating in an MRI environment. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the patient attended the hospital for a follow up and explained that they felt a device vibration instead of heating, during the reported MRI performed earlier. All parameters, despite the threshold being high, were normal and stable, and the technician said there is no problem with the implanted system. No adverse patient effects were reported. The device remains in service.